Event description:
Per the audiologist, two weeks after surgery, the incision site showed scar tissue formation with excessive granulation tissue in the entire surgery site. The patient's device was explanted (date not reported) and the granulation tissue removed. Reimplantation is planned but had not been scheduled at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.